Manufacturer narrative:
Manufacturing review: a manufacturing review was not conducted as there was no lot number provided. Medical records review: medical recorded were not provided; therefore, a review could not be performed. Image/photo review: 12 images were part of the journal article. The images demonstrated different topics of stent graft placement. However, the author did not identify the products that were demonstrated on the images. In addition a specific failure could not be identified on the images. The author described that the product was used for pseudoaneurysm treatment. Sample evaluation: the product sample was not available. Images have not been provided. Therefore, the alleged failure could not be re produced and the investigation will be closed with inconclusive result. Conclusion summary: as a result of the investigation performed the complaint is inconclusive. A definite root cause for the reported event could not be determined. The reported application represents an off label use of the device; which was found discussed in the article. Labeling review: in reviewing the current IFU for the vascular product the potential risk was found addressed as the IFU states: 'all complications that have been reported in association with conventional vascular stents and stent grafts may also occur during or after insertion of a fluency plus vascular stent graft. These include (...) Thrombosis (...) Early stent graft occlusion and restenosis'. The IFU further states: 'for use in the iliac and femoral arteries', and that 'the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established.¿ journal article review: the patient was implanted with a fluency plus vascular stent graft in the left subclavian/axillary arteries for a pseudoaneurysm. During follow-up, a stent graft occlusion was noted 38 months after implantation. The stent was recanalized with local fibrinolysis and remained patent 11 months after recanalization. Beyond 11 months after recanalization, the state of the patient is unknown. Maria ierardi a, kehagias e, piffaretti g, piacentino f, de marchi g, matteo t, ioannou c, tonolini m, magenta biasina a, carrafiello g, tsetis d (2015). Eptfe stent graft in non-steno-occlusive arterial disease: 2 centers retrospective study. Italian society of medical radiology, 121, 482-493. The catalog number identified has not been cleared in the us, but is similar to the fluency plus vascular stent products that are cleared in the us. The 510 k number and pro code for the fluency plus vascular stent products are identified. Accordingly, this event has been determined to be MDR reportable.

Event description:
It was reported in an article in the italian society of medical radiology titled "eptfe stent graft in non-steno-occlusive arterial disease: 2 centers retrospective study," a patient had an occlusion in a vascular stent graft 38 months after placement that was implanted in the left subclavian/axillary arteries to treat a pseudoaneurysm. The stent was recanalized with local fibrinolysis and remained patent 11 months after recanalization. Beyond 11 months after recanalization, the state of the patient is unknown.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Journal article review: the patient was implanted with a fluency plus vascular stent graft in the left subclavian/axillary arteries for a pseudoaneurysm. During follow-up, a stent graft occlusion was noted 38 months after implantation. The stent was recanalized with local fibrinolysis and remained patent 7 and 11 months after recanalization. Beyond 11 months after recanalization, the state of the patient is unknown. Maria ierardi a, kehagias e, piffaretti g, piacentino f, de marchi g, matteo t, ioannou c, tonolini m, magenta biasina a, carrafiello g, tsetis d (2015). Eptfe stent graft in non-steno-occlusive arterial disease: 2 centers retrospective study. Italian society of medical radiology, 121, 482-493. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported in an article in the italian society of medical radiology titled "eptfe stent graft in non-steno-occlusive arterial disease: 2 centers retrospective study," a patient had an occlusion in a vascular graft stent that was implanted in the left subclavian/axillary arteries. The stent was recanalized with local fibrinolysis and remained patent 7 and 11 months after recanalization. Beyond 11 months after recanalization, the state of the patient is unknown.